Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Mmi: impressions: 1. Left total hip arthroplasty with suggestion of polyethylene wear of the acetabular cup. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Implant date - 1990s. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remained implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty. Subsequently, the patient is being considered for a revision on an unknown day due to poly wear. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.